Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Test transmitter voltage and pass..tested on transmitter functional tester: passed relevant testing performed pairing test with nordic bluetooth device: passed. Defect was not found to be the transmitter. Performed share log review and customer complaint was confirmed via share log. A root cause could not be determined.